Manufacturer narrative:
The manufacturer previously reported information that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the power button/buttons did not react. The device's front panel/keypad led pca was replaced to address the issue. The front panel/keypad led board was sent to the product investigation lab (pil) for further investigation. Pil visually inspected the front panel/keypad led board for obvious defects and found none. The front panel/keypad led board was installed into a test device and the component passed all testing. Pil concluded that front panel/keypad led board functioned as designed, the front panel keypad buttons operated as designed. The front panel/keypad led board has been scrapped.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the power button/buttons did not react. The device's front panel/keypad led pca was replaced to address the issue.